Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported rupture right side device and pain on the right breast. The device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (health effect ¿ impact code): f2203.

Event description:
Healthcare professional reported rupture right side device and pain on the right breast. The device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Additional observations: ¿ red particles on the surface of the shell . No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture right side device and pain on the right breast. The device has been explanted and replaced with non-allergan product.